Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 200-300 mg/dl at time of alarms. Customer changed pump supplies to address the alarms and resumed insulin delivery. Customer reverted to an alternate method of insulin therapy until a different brand of infusion sets was received.